Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. 14.04.2026 15:33:13 cet (5020981). The material number has been updated, which is reflected in this follow up report.

Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.